Manufacturer narrative:
The device has not yet been received for evaluation. A follow-up report will be sent when the device evaluation becomes available and/or more info is provided.

Event description:
The facility representative reported a pump that alarms during pt use interrupting therapy. This was found during pt use, with no pt injury reported or medical intervention needed. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.